Event description:
During evaluation, a clearlink, paclitaxel set leaked between the tubing and drip chamber. There was no patient involvement. No additional information.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). H10: the device was received for evaluation. Visual inspection was performed and lack of solvent is observed at the tubing. Pressure and clear passage under water testing were performed and a leak was observed between the assembly of the tubing and the drip chamber. The reported condition was verified. The cause of the condition was due to a lack of solvent at the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.